Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was sticking out. The customer stated that the insulin pump was not dropped or bumped prior to the alarm. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that the rewind message occurred after an alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked reservoir tube lip, and a missing end cap sticker. The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk.